Manufacturer narrative:
(B)(4). The product was not returned for eval. (B)(4).

Event description:
A review was conducted on (B)(4) 2012 between the FDA maude database and the ciba vision complaint management system from (B)(4) 2000 through (B)(4) 2012, which identified 42 voluntary medwatch reports that ciba vision had never become aware of. Redacted maude report: ¿this incident involved use of a product names clear care. This is a contact lens ¿cleaning and disinfecting¿ solution MFR by cibavision. This is a dangerous and dreadfully mis-labeled consumer product. Prominently noted on the packaging are the words: ¿clinically proven #1 in comfort¿, ¿no rub,¿ ¿one bottle solution for cleaning and disinfecting,¿ moreover, it is available in stores in the eye care area, and placed on the shelf immediately next to various brands of saline solution. Indeed, this product¿s packaging is almost identical in style and the words used to attract the consumer¿s attention to various brands of saline solution. My wife bought this product and suffered severe chemical burns to her eye when she used it to rinse her contact lenses. The pain was severe and lasted for several hours. It was necessary to rush her to the emergency room for treatment and relief of pain. Her assumption, based on the product¿s placement in the store and the language used on the front of the package, that this was indeed saline solution suitable for both cleaning and rinsing of contact lenses. When she rinsed her lens with this product and placed it back into her eye, she suffered the severe chemical burns. After this incident, we immediately called our eye care doctor and explained what had happened. He told us that this has happened to other pts of his and that it is a frequent occurrence. Only on the back of the package in small letters is there a warning against using this product to rinse contact lenses. Given how this product¿s design, placement, and packaging language can easily lead consumers to wrongly assume it is a saline solution suitable for rinsing, it is far too easy for other consumers to be injured, like my wife. Please have the MFR of this product completely re-design the style and wording on the package to properly warn consumers of the risk of injury.¿